Event description:
It was reported that one day post implant, loss of capture occurred when an autocapture evoked response sensitivity test was initiated. The bipolar capture threshold was 1.7 v, 0.5 ms. X-rays revealed a ventricular perforation. The lead was successfully repositioned.